Manufacturer narrative:
Photo evaluation summary: a series of four (4) images were received from the account. The taper tip assembly has detached due to a break on the inner member. The tip assembly is visible on the procedural guidewire post removal. The reported tip detachment in-vivo was confirmed through image review. Additional information received: it was noted during the procedure resistance at entry site was noticed perhaps due to calcification. The tapered tip may not have entered the artery. Resistance was felt upon withdrawal but not sure how much. When the delivery system was withdrawn, the taper tip came out with it detached over the wire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during the percutaneous endovascular treatment of a 62mm abdominal aortic aneurysm. The proximal aortic neck diameter measured 27mm and 40mm in length.  Moderate thrombus and mild calcification were noted to the proximal neck. Mild thrombus was noted to the right iliac and mild calcification to the left iliac artery. It was reported during the index procedure, esbf3214c103ee was introduced over a non mdt (bu meier 0.035") guide wire, when resistance was met at the point of artery access. To optimize the access to the artery the physician wanted to retract the delivery system to improve the access through the skin by making a better access path with a surgical knife. During retraction of the delivery system some resistance was noted and after a little traction on the delivery system, it came out with the nosecone separated from the wire lumen/delivery system on the stiff wire. A dislodgement was immediately seen. The physician decided to use a new esbf2514c103ee from the stock and the rest of the procedure was completed successfully without any related problem for the patient. Per the physician the cause of the nose cone dislodgement was due to a device failure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the device returned with the external slider and backend wheel in the home position. The detached taper tip was returned with the device. A 0.038-inch pin gauge (specification is 0.0420-inch +/- 0.0005-inch) was passed through the taper tip with no resistance indicating the hypotube was most likely intact when the unit was moulded at the vendor facility. Scratches were visible on the taper tip hypotube 1mm from the break site. The taper tip hypotube was jagged and uneven at the break site. Weld spots were visible at the hypotube break site. Fluoroscopy imaging of the taper tip confirmed the correct positioning of the hypotube collar. The taper tip was cut away and the collar removed. Welds were visible along the outer surface of the collar and weld markings visible on the inner surface of the hypotube. The following dimensional measurements taken: hypotube ID at collar 0.041-inch the .0415¿ pin would not fit through; spec 0.0420-inch +/- 0.0005-inch. Unable to measure od of hypotube at distal end of collar due to capability of the laser mic. Collar od (without weld) 0.0801-inch; spec 0 .080-inch +/- 0.001-inch. Collar od (with weld) 0.0795-inch; spec 0 .080-inch +/- 0.001-inch. Hypotube shaft ID 0.042-inch; spec 0.0420-inch +/- 0.0005-inch. Hypotube shaft od 0.050-inch; spec 0500-inch +/- 0.0005 -inch. Fractography analysis of the collar weld found: fracture initiation occurred immediately adjacent to laser spot weld in heat-affected zone (haz). Fracture surface of failed field return unit exhibits clear evidence of fatigue crack growth: ¿ radiating features from multiple initiation sites ¿ initiation occurred at the tube od surface and cracks grew across the tube wall towards ID. ¿ characteristic fatigue striations (absent from tensile control units). Microscopic evidence of torque is absent, final fracture was net tensile (no twist). Comparison of the field returned fracture morphology vs. Tensile fracture surface reveals fundamentally different fracture modes. The chemical composition of the shaft is ~equiatomic nickel and titanium in compliance with astm f2063. Defect in proximal portion of over-moulding is associated with thermal gradients during the injection moulding process; the defect is not associated with fracture. Impression on base at proximal end of over-moulding is superficial and primarily transferred tissue, it is consistent with transfer from the end of the shaft. A small scuff was observed immediately proximal to the shaft¿s emergence from the collar. The scuff possesses characteristic features of tribological wear - speculatively attributed to low amplitude oscillatory. The reported detachment was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.